Event description:
It was reported that during a clinic visit, a message appeared on the programmer indicating the device was unable to do a wireless communication. It was further reported that the wireless telemetry issue was not problematic to the future performance of the device. The device was not removed and has continued to function normally. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that during a clinic visit, a message appeared on the programmer indicating the device was unable to do a wireless communication. Therefore the device was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.